Event description:
Home patient (hp) reports patient line of homechoice set was not priming completely. Hp was able to prime after several reprime attempts. Per hp, there was no patient injury or medical intevention as a result of incident.